Manufacturer narrative:
(B)(4)

Event description:
Device evaluation: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The test strips involved were found to have been miscut during slitting and vialing. Complaints relating to the reported product were evaluated. It was concluded that the number of complaints for the product did not breach thresholds indicative of a systemic issue. On (B)(6) 2018, the reporter contacted lifescan (B)(4), alleging that the shape of the patient's onetouch verio test strips were abnormal and that there was a cutting defect. This complaint was initially ruled out because during customer services troubleshooting there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.